Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. They stated that they were consistently getting high results such as 13 and 14 mmol/l. They increased their oral medications from 1/2 pill of metformin in the morning, 1 pill in the afternoon and 1 pill at night to 1 pill of metformin in the mroning, 2 pills in the afternoon and 2 pills at night. They did call their dr about increasing their medication and the dr had told them that they were doing the right thing". They continued to monitor their blood sugar levels and they did not decrease. They said that they did not get a reading under 13mmol/l. About one week after increasing their medicatin, the customer started getting cramps, feeing giddly, wanting to throw up and also experiencing headaches. This is when the customer decided to visit thier dr and the dr send them to do a lab test. The lab reading was 6.7 mmol/l and the meter reading was 13.3 mmol/l. The time difference was between 21 to 30 minutes. The test strips were in good condition. Codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. Although the pt did have symptoms. They did not require any medical intervention. The pt did not receive any treatment. The meter has been replaced for the pt.